Manufacturer narrative:
On 12/12/96, the manufacturer nurse contacted the pt to obtain follow up information. The pt reported that "two weeks ago", the device flow rate had decreased and a dye study showed a blockage somewhere in the device catheter. In addition the pt reported that surgery was performed with a manufacturer representative present and the device catheter was found to be "wound up" and was kinked. The pt then stated that the device was reattached and "all seems fine now." On 12/12/96, the manufacturer sales representative provided the following details concerning the device pocket revision surgery which was performed on 11/25/96: the device pocket was opened and the device appeared to have flipped numerous times because the catheter was extremely coiled to the extent that the device was no longer flowing. The catheter was uncoiled and the catheter and the other device were tested with radiopaque dye which did not reveal any leaks or other problems. The pocket was then moved slightly, as not to interfere with the pt's hip bone, and the device was resutured and the pocket was then closed. The device appears to be functioning as intended and will remain implanted for continued use in the pt's therapy regimen. A review of the device history record was performed on this part/serial number and no manufacturing variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available information, this event appears to have been related to physiological/procedural related factors and was not due to a device malfunction or failure. No further details are available. The manufacturer is now closing its file on this event.

Event description:
Teh device was implanted on 2/27/96 for hepatic arterial infusion of chemotherapy. On 10/18/96, the pt contacted a MFR nurse and reported that the device has become detached for the second time. The first time it became detached was on 7/9/96 when it was resutured with non-absorbable sutures using all four suture loops after it had flipped in the device pocket. The pt stated that she had "very little space between her waist and groin, and the device currently digs into her hip and interferes with bending." The pt stated that it does not hurt and that it "is just annoying." The pt then inquired if wearing a support would be okay. The pt also stated that she has lost forty pounds; however, she is still overweight. The MFR nurse suggested that the device sideport be turned inward to avoid the hip. In addition, the MFR nurse stated that she would forward an acrylic model of the device to the pt's surgeon so that he and the pt can select a more comfortable placement. The MFR also suggested that the device sutures be secured to the fascia, not the fatty tissue, with a larger section to anchor to.